Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The serial number and implant date of the valve is unknown. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms.  They have been reported as a rare complication following surgical or transcatheter aortic valve replacement.  This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the cardiac fistula cannot be confirmed, however, per the authors it was related to patient factors (bulky calcification near the membranous septum). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The cause of the av block cannot be confirmed; however, it may have been related to the mechanisms mentioned above. The authors described other procedural factors which may have also contributed to this adverse event (the guiding catheter contacting the conduction system during attempts to repair the fistula). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the pcr- tokyo valves 2020 conference presentation, ¿¿aorto-right ventricular fistula following tavi¿¿, during a transcatheter aortic valve replacement (tavr) procedure an aorta-right ventricle (rv) fistula was noted post deployment of a 29mm sapien 3 valve. It was decided to close the fistula with a 7fr amplatzer closure device. A wire and 6fr jr4 catheter were easily crossed from the aorta to the rv and then into the inferior vena cava. The patient experienced an atrioventricular (av) block during the attempts to cross the guiding catheter through the s3 valve. There were difficulties when attempting to cross with the closure device and the fistula was enlarged after several unsuccessful attempts. The patient became hemodynamically unstable and was placed on iabp and was taken to surgery for aortic replacement and  fistula closure.  Per the authors, an aorta-rv may occur when bulky calcification is located near the membranous septum. The authors also mentioned that if devices, such as a guiding catheter, come in contact with the conduction system, an av conduction disturbance may occur.